Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device showed and increment of power consumption. This was determined to be related to the development of atrial fibrillation. The hospital was convinced by telling the contents of the report from boston scientific technical services (ts). No corrective actions have been taken at this moment. No adverse patient effects were reported.